Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for spinal pain. It was reported that the patient's battery malfunctioned therefore it was removed. Date of event as asked but unknown. No further complications were reported.